Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018 reporter alleged patient had repeated loss of prime warnings that resulted in an elevated blood glucose (bg) excursion in 2017. Reportedly the patient had a bg level greater than 900 mg/dl. No symptoms were provided. No treatment information was provided. The patient has remained on the pump. No further information regarding the alleged malfunction was provided as reporter declined to participate in troubleshooting of the alleged issue with customer technical support. This complaint is being reported due to the allegation that the patient experienced hyperglycemia related to the ¿loss of prime¿ warnings.